Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 288 mg/dl at the time of incident. The customer reported that the unexpected restart alarm did not clear after pressing the esc button. The customer also reported that they were in the hospital at the time of call. The customer stated that they were in the hospital not due to blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No unexpected restart alarm noted. All buttons functioning properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. Device received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.